Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000124577.

Event description:
It was reported that one of the patient's leads migrated. Surgical intervention was undertaken on 12 february 2024 wherein the lead was repositioned to address the issue. Therapy was restored post procedure. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (b)(6, batch: a000124577.